Manufacturer narrative:
Device not returned.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of d1000 tego connectors / unspecified dialysis set-ups. The initial information received reports that on (B)(6) "15 minutes into the first run with this tego, blood was noted .... From the slotted area on the side of the tego body. Blood seemed to be seeping between the outer silicone cover and the hard plastic inner housing..." The tego devices were removed and replaced. There were no reported patient injuries and or adverse consequences.

Manufacturer narrative:
Device return: one used tego connector was returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded internal residual blood was observed between the body and seal sheath. Engineering testing and analysis to the applicable product specification was performed. The initial results recorded no leakage. Additional pressure leak testing was performed to evaluate the integrity of the body/seal interface. The results recorded leakage/failure. Analysis of the internal componentry documented internal damages at the body - seal interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal/body component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. Additionally ICU medical has initiated and is recalling those lots that could potentially contain this condition.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of d1000 tego connectors / unspecified dialysis set-ups. The initial information received reports that on (B)(6) "15 minutes into the first run with this tego, blood was noted .... From the slotted area on the side of the tego body. Blood seemed to be seeping between the outer silicone cover and the hard plastic inner housing..." The tego devices were removed and replaced. There were no reported patient injuries and or adverse consequences. This is the mfgers. Follow up report to provide additional information and the device return investigation results.